Event description:
The wallflex stent is addressed by manufacturer report # 3005099803-2010-03809. The extractor balloon is addressed by this manufacturer report. It was reported to boston scientific corporation that an extractor rx retrieval balloon was used to clear an obstructed wallflex biliary rx covered stent that was placed within the common bile duct as part of the (B)(4). According to the complainant, on (B)(6) 2010, the patient underwent a biliary stent placement for a mid biliary stricture secondary to a liver transplant. The stricture had been previously dilated with a plastic stent, which was removed prior to this procedure. A sphincterotomy was not performed during the procedure, and the physician was able to successfully deploy the stent in a satisfactory position across the stricture. On (B)(6) 2010, the patient experienced elevated levels of bilirubin. An endoscopic retrograde cholangiopancreatography (ercp) procedure was performed, and revealed the stent was occluded with food and debris. While attempting to clear the stent with an extractor rx retrieval balloon (device model, catalog number, and lot number unknown), the stent "fell out." The stent was removed with grasping forceps, and the debris was cleared from the bile duct using the balloon. There were no complications during the stent removal, and there was no additional stricture in the duct. There was no alleged malfunction of the extractor rx retrieval balloon used in the procedure; however, post stent removal, bilirubin levels were still elevated. On (B)(6) 2010, an ercp was performed; debris was cleared from the common bile duct and a papillotomy was performed. A plastic stent (unknown brand/model) was placed to maintain drainage. Since the patient was un-enrolled from the study, additional information regarding her condition is unavailable.

Event description:
Note: *the wallflex stent is addressed by manufacturer report # 3005099803-2010-03809. *the extractor balloon is addressed by manufacturer report # 3005099803-2010-03776 it was reported to boston scientific corporation that an extractor rx retrieval balloon was used to clear an obstructed wallflex biliary rx covered stent that was placed within the common bile duct as part of the (B)(4) wallflex biliary fc benign stricture study. According to the complainant, on (B)(6), 2010, the patient underwent a biliary stent placement for a mid biliary stricture secondary to a liver transplant. The stricture had been previously dilated with a plastic stent, which was removed prior to this procedure. A sphincterotomy was not performed during the procedure, and the physician was able to successfully deploy the stent in a satisfactory position across the stricture. On (B)(6), 2010, the patient experienced elevated levels of bilirubin and cholangitis. An endoscopic retrograde cholangiopancreatography (ercp) procedure was performed, and revealed the stent was occluded with food and debris. While attempting to clear the stent with an extractor rx retrieval balloon (device model, catalog number, and lot number unknown), the stent "fell out." The stent was removed with grasping forceps, and the debris was cleared from the bile duct using the balloon. There were no complications during the stent removal, and there was no additional stricture in the duct. There was no alleged malfunction of the extractor rx retrieval balloon used in the procedure; however, post stent removal, bilirubin levels were still elevated. On (B)(6), 2010, an ercp was performed; debris was cleared from the common bile duct and a papillotomy was performed. A plastic stent (unknown brand/model) was placed to maintain drainage. Since the patient was un-enrolled from the study, additional information regarding her condition is unavailable.

Manufacturer narrative:
Patient weight is unknown. The complainant was unable to provide the device model, catalog number and lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4) - medical intervention required. Study source: (B)(4). Usage of device is unknown. Attempts to obtain further information regarding the extractor rx retrieval balloon have been unsuccessful. If any further relevant information is received, a supplemental medwatch will be filed. From the directions for use (dfu) document: the extractor rx retrieval balloon is indicated for use endoscopically to remove stones from the biliary system, or to facilitate injection of contrast medium while occluding the duct with the balloon.

Manufacturer narrative:
(B)(4). A labeling review was performed and the device was not used in accordance with the dfu. The device is indicated for endoscopic use to remove stones from the biliary system or aid in the injection of contrast medium. The most probable root cause is user/use error.